Manufacturer narrative:
(B)(4). The customer reported that a monitor did not alarm. No pt harm was reported. In abundant caution we will consider this report of a failure to alarm been reportable. No further info (for example with a trace printout) is available as of 26-jan-2012 to decide if the alleged failure to alarm a declaration would be within the specification of the deceleration alarms. Philips is in the process of obtaining add'l info regarding this incident. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor did not alarm. No pt harm was reported.